Event description:
The pt reportedly experienced a skin flap infection. There was no evidence of skin irritation from head-piece use. The implant surgeon initiated several weeks of bot po and IV antibiotic therapy (type unk). The pt's internal device was explanted although the array remains within the cochlea.